Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had a chronic problem with far field r-wave oversensing. The lead remains in use. No patient complications were noted as a result of this event.